Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient has "a right stanmore distal femur. He requires a revision for aseptic loosening. He has already had a two-stage revision for infection in 2004 as well as a revision of the bushings in 2013. Original procedure was for osteosarcoma."